Event description:
It was reported that the ventricular lead exhibited noise. Upon extraction, an insulation breach was noted near the ring electrode.

Event description:
Upon prepping 2 vascular closure devices (with the same lot number) prior to patient use, it was found that 2 balloons would not deflate. They were not used on any patient.====================== health professional's impression======================unknown by health professional as to why the balloons would not deflate.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. The proximal coil was exposed at 5.3 cm from the tip due to an proximal insulation abrasion. The proximal insulation had abrasions from 3.8 cm to 5.5 cm from the tip, due to friction with another device. The distal insulation was broken from 5.3 cm - 5.8 cm from the tip from being crushed into the distal coil by another device rubbing the lead. The proximal and distal coils can short together through the broken distal insulation. Intermittent shorting.